Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report . The vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the reported event is the main printed circuit board assembly (pcba). After replacing the main pcba, the issue was resolved. The fsr continued performing preventative maintenance and returned the device to service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer performed troubleshooting and reported the turbine differential transducer failed calibration testing. The field service representative determined the most likely cause of the reported event is the main printed circuit board assembly.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The pt 800 has recorded multiple errors and failed calibration. This issue will be internally investigated within vyaire.